Manufacturer narrative:
On (B)(6) 2015, a technical support service (tss) conducted follow-up with the customer over-the-phone to address the reported event. The tss performed troubleshooting with the customer and found that the operator was removing substrate and not rerunning the daily check. The customer indicates they removed the substrate and refrigerated it. They did not run a daily check when placed back on the analyzer. Substrate handling was discussed, and they will not remove it in the future. They will run a daily check whenever they do remove it. The customer will run additional qc with patient samples and also let analyzer sit for 2 hours and rerun patient sample from this morning. Discussed mixing and temperature for samples was discussed. Precision on the analyzer was also confirmed with no issues at this time. Operational issues were gone over. The aia-360 analyzer was functioning as intended and all errors cleared. No further action required by tss. The most probable cause of the reported event was due to the operator removing substrate during the day and not repeating the daily check. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported erratic pth sample results using edta plasma with their aia-360 analyzer. The customer is unable to run pth patient samples. A technical support specialist addressed the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting. .